Event description:
It was reported by the patient that she experienced a severe reaction to the glycerin in the lubrication syringe which is a component of the foley catheter tray that was used on her at the hospital. The patient has many different allergies with one being allergic to glycerin which she takes an antigen for daily. Initially the patient was admitted to the hospital due to bladder retention from a colonoscopy that was performed on (B) (6) 2010. A catheter was placed and within 10 minutes, the patient began having complete body spasms, trouble breathing, her legs drew up into a fetal position and she could not open her hands. She was given a dose of her daily medication immediately and the spasms and other conditions subsided within 15 minutes.

Manufacturer narrative:
No sample was returned for evaluation. A DHR review could not be performed as a lot number was not provided. The instructions for use were reviewed and there were no contraindications for the use of glycerin. The reported event is associated with the patient's allergic condition and is not related to any deficiencies in the product or manufacturing process. (B) (4).